Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd syringe experienced 10 cases of damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via survey response that the clinician encountered reaction at the injection site (1), open package (10) and package difficult to open/tears (5) related to luer lok and luer slip tip syringes.